Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was receiving shocks in their feet. It was noted that the patient had a 100 pound weight loss in the last year which may have led or contributed to the issue. The patient was advised to make an appointment with the managing doctor. The issue was not resolved as of (B)(6) 2020.